Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was used to download the data from the pod. The download data showed that an 0x3d alarm was generated by the pod, indicating that fluid leaked into the pod. Inspection of the internal components found evidence of corrosion on the pcb assembly and on the batteries. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula 0.430 in. From the soft cannula nail head. This tear resulted in an internal leak that contributed to the 0x3d and to the observed corrosion. This internal leak prevented the pod from properly delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 25.6 mmol/l (460.8 mg/dl) while wearing the pod on the leg between 24 and 36 hours. Hyperglycemia treated by bolus of 4.5 units.